Event description:
The patient received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2011. It was reported one of the leads is not delivering stimulation. Diagnostic testing of the lead found that all contacts were invalid. The patient is awaiting an x-ray to ensure all connections are complete. In addition, she is working closely with her physician to determine the next course of action. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.